Manufacturer narrative:
(B)(4). Batch #: n90m7r. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No adverse consequences for the patient reported please clarify: is the handpiece housing cracked or damaged? (Includes silver coating coming off) is the handpiece housing broken and visibly open? The case is damaged on various places. No further information available. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. This issue does not affect handpiece performance. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the handpiece was sent by the customer to the service center for repair. The case was damaged. No further information is currently available.